Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04165. It was reported that both of the patient's leads had migrated inferiorly after falls. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein both leads and were explanted and replaced to resolve the issue. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of explant should have been (B)(6) 2021 rather than (B)(6) 2021.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein both the leads were explanted and replaced to address the issue. Therapy was restored postoperatively.